Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology was severely tortuous with severe calcification. It was reported that the physician successfully implanted the stent graft, however upon withdrawal of the introducer sheath there was a dissection. The physician elected to repair the dissection with a patch. Upon final angio the results were fine. No additional clinical sequale were reported and the pt is fine.